Event description:
The physician used trellis in a straight line through the jugular vein. The trellis catheter appeared to not be oscilliating during treatment. The physician removed the device from the patient and found the catheter kinked and partially broken. The catheter did not detach in the patient.

Manufacturer narrative:
A review of the manufacture records found no defects found related to the reported incident. Additional information has been requested. Should it become available a supplemental report will be submitted. Device not yet returned to manufacturer.